Manufacturer narrative:
Livanova (B)(4) manufactures the compact system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the compact system displayed an error message and the roller pump stopped working during a procedure. There was no report of patient injury.

Manufacturer narrative:
A livanova field service representative confirmed that the pump 4 display lit up with an e80 error (sae error) upon analysis. The control desk showed system 4 error (pump 4 error). He then verified the functionality of the motor control card cms 9613 for pump 4 by swapping it with the card for pump 3. Replacing the sae 97-103-603 in pump 4 showed no change. The field service representative then verified that the replacement sae was functional and reinstalled the original sae. He then replaced the communication processor card ckr 9609 90-304-780 to resolve the issue. All errors were cleared from the unit. A functional verification was then performed successfully. An in house investigation on the returned part was performed and the reported issue was not confirmed through visual inspection. The issue was most likely caused by a defective communication processor board ckr 9609.

Event description:
Livanova (B)(4) received a report that the compact system displayed an error message and the roller pump stopped working during a procedure. There was no report of patient injury.